Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd had made multiple attempts to reach the customer in order to gather more information on the catalog and lot number; however, bd had not received a response from the customer. A good faith effort has been made and this complaint will be closed without further investigation at this time. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. A review of the device history record could not be performed as no lot number was provided. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the unspecified bd vacutainer® blood collection tube "did not work" during the lab draws due to insufficient blood flow. The vacutainer was reported to have been correctly secured to the injection cap, but the tube "did not draw" when inserted. The customer stated that "shaking the tube a bit" was helpful in producing a draw "in some cases", but others "had to syringe draw or change the vacutainer" in order to produce sufficient blood flow for filling the device. This report was created to the capture 1 of 9 patients implemented in the event. As reported by the customer, "blue topped vacutainers that did not work tonight during lab draws. Maybe its a bad batch? All the lines worked immediately with the syringe method. It seems to have only." "The vacutainer connected correctly to the injection cap, but when the collection tube was inserted it did not draw. In some cases ¿shaking¿ the tube a bit helped. In others, they had to syringe draw or change the vacutainer."